Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and improper maintenance. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device bearings and nose cone were damaged, the identification was unreadable, the device had cosmetic defects, the ball bearing fell apart, the warning triangle was missing, the device could not be mounted and the coloring was damaged. It was further determined that the device failed pretest for temperature (temperature test could not be performed), cutter insertion, cone verification and visual assessment. It was noted in the service order that the device bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.